Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr found the problem was created by customer¿s connection to an anesthetic vaporizer, in which the input and output connectors were pointed upwards. Customer using thin-walled tubing connected to these ports, and the weight of the tubing bent the tubing in half, creating flow restrictions. This flow restriction caused the epgs to miscalibrate the oxygen (o2) reading due to higher than expected pressure across the o2 sensor. Resolved problem by rotating the customer¿s anesthetic vaporizer input/output ports downward. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed fraction of inspired oxygen (fio2)air mix test at flow = 0.5 liters per minute (l/min): fio2 set to 60%, reads 47% on central control monitor (ccm), and displays a "calibrate" alert. The epgs worked properly with flow rate of 5 l/min. There was no patient involvement.